Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in two episodes of peritonitis. The breach in aseptic technique was further described as "lack of cleanliness". It was not reported if the patient was hospitalized for the events. Treatment for the events were not reported. At the time of this report, the patient has recovered from the events. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.